Manufacturer narrative:
The user facility returned the actual sample for manufacturer evaluation. The reported complaint is a confirmed fiber leak due to a broken fiber within the returned dialyzer. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with non-fmcna adapter caps and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood residue. Coagulated blood was noted between the pu cut surface and screw flange on both ends of the dialyzer. Coagulated blood was also noted within the cavity ID end dialysate chamber on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visual identifiable inconsistency. The screw flanges were undamaged, fully engaged and welded into place on the housing threads. The dialyzer was subjected to a laboratory bubble point test where a steady flow of bubbles was noted from the cavity ID end potting cut surface (no leaks were observed during the bubble point testing on the non-cavity ID cut surface possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly to isolate the leak found during the bubble point testing. Examination of the fiber bundle identified a broken fiber; one end of the broken fiber was potted at the cavity ID end and the other end was potted at the non-cavity ID end. The breakage point was noted on the circumference of the fiber bundle, near the knit line, and corresponded in location to the leak observed during bubble point testing. Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle, specifically, loose fiber fragments, and/or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for manufacturer's evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Estimated blood loss was 200cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment w/a new set-up on a different machine. The sample has been discarded by the user facility and is not available for evaluation.